Event description:
Customer reported the drill bit was stuck and device overheated. This is report 1 of 1 for #(B)(4).

Event description:
Customer reported: "during removal of titanium implant the drill was used to remove the implant (became probably too hot). The drill tip do not come loose from the drill." This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the coupling tool side was defective and drill bit stuck. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. (B)(6). Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.